Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: g4: updated manufacturer received date h3, h6: investigation summary. Investigation flow: device interaction/functional visual inspection: the flex arm (part # 03.612.010 lot # h499981) was received at us cq. There are light surface scratches along the handle and the arm of the device as well as light discoloration on the distal coupling of the arm that are consistent with normal wear. Inspecting the individual arm segments of the device, there appears to be no visible damage on the arm or the chord that connects the device. The low friction washers on the tightening handle appear to be worn as they have clear circular wear marks from the thrust bearings. Functional test: the knob on the device is easily tightened and loosened. When fully engaged, the arm does stiffen however its shape can still easily be altered with a light application of force. Functional testing confirmed the complaint condition of the device being loose. Can the complaint be replicated with the returned device(s)? Yes; functional testing showed the device remained loose when the knob is engaged. Dimensional inspection: no dimensional inspection was performed due the relevant drawing being source controlled by the supplier. (03_612_010_revh). Manufacturing record evaluation: the received flex arm (part # 03.612.010 lot # h499981) was manufactured at synthes monument on 28-jun-2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint was confirmed for the flex arm (part # 03.612.010 lot # h499981) as the device does not completely stiffen when engaged. When the knob is engaged to its furthest point, the flex arm can still be manipulated through light applications of force. Although no definitive root-cause could be determined, it is possible that the device experienced unintended forces leading to internal mechanical failures. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Part # 03.612.010. Synthes lot number: h499981. Supplier lot number: h499981. Manufacturing site: synthes monument. Release to warehouse date: (B)(6) 2018. Supplier: mediflex surgical products no ncr¿s were generated during production. Device history review. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E1: state: (B)(6). H3, h4, h6: a review of the device history record. Device history lot part # 03.612.010, synthes lot number: h499981, supplier lot number: h499981, manufacturing site: synthes monument , release to warehouse date: 28jun2018, supplier: (B)(4). No ncr¿s were generated during production review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: investigation summary background: dr. Golan was setting up for a mis decompression and he realized that 3 mis flex arms were not maintaining their stiffness. Therefore, I would like to request that these 3 damaged flex arm be replaced. This occurred during the same case in intra-op. The patient was not affected by this, therefore no patient info was obtained. No delays were obtained and the procedure was completed. Devices are available for shipping. This complaint involves three (3) devices. Investigation flow: device interaction/functional. Visual inspection: the flex arm (part # 03.612.010 lot # h499981) was received at us cq. There are light surface scratches along the handle and the arm of the device as well as light discoloration on the distal coupling of the arm that are consistent with normal wear. Inspecting the individual arm segments of the device, there appears to be no visible damage on the arm or the chord that connects the device. The low friction washers on the tightening handle appear to be worn as they have clear circular wear marks from the thrust bearings. Functional test: the knob on the device is easily tightened and loosened. When fully engaged, the arm does stiffen however its shape can still easily be altered with a light application of force. Functional testing confirmed the complaint condition of the device being loose. Functional testing showed the device remained loose when the knob is engaged. Dimensional inspection: no dimensional inspection was performed due the relevant drawing being source controlled by the supplier. Document/specification review: drawing(s) reviewed: (current & manufactured revisions). Manufacturing record evaluation: the received flex arm (part # 03.612.010 lot # h499981) was manufactured at synthes monument on 28-jun-2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint was confirmed for the flex arm (part # 03.612.010 lot # h499981) as the device does not completely stiffen when engaged. When the knob is engaged to its furthest point, the flex arm can still be manipulated through light applications of force. Although no definitive root-cause could be determined, it is possible that the device experienced unintended forces leading to internal mechanical failures. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(4) as follows: it was reported an unknown date that three mis flex arms were not functioning and not maintaining their stiffness in the intra-op time. The procedure was successfully completed and no patient consequences. This is report 2 for 3 (B)(4).